Event description:
It was reported that there was high/unstable thresholds and suspected insulation damage. It was also noted that there had been a lead alert for low impedance. The physician opted to keep the pacing and sensing polarity in the bipolar configuration. The lead remains in place at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.